Manufacturer narrative:
Voluntary event report was received. Medwatch: 2017865-2024-36972.

Event description:
Voluntary medwatch received states that the right atrial lead exhibited noise. The lead remains in service.